Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump stopped with no alarms when it was empty. The customer's blood glucose level was unknown. The customer stated that it notified them when it was low but when it was empty they heard nothing and pump just stopped. The customer offered the troubleshoot but the customer declined. The insulin pump will not be returned for analysis.